Event description:
It was reported that in (B)(6) 2010, the patient was in ICU for pneumonia and sepsis, not related to the device. It was found at that time, that the ra and lv leads were interchanged in the device ports. Follow-up visits from implant to this event showed normal device function. When the patient was in the ICU, the physician noted an issue on the egm and it was determined that the leads were reversed. In (B)(6) 2010, after the patient recovered from pneumonia, a procedure was performed to correct the connections. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.